Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the 2.8 mm guide wire would not pass through the left of the 2.0 mm hole of the pediatric hip guide block 3.5mm, this report is for 1 unknown guiding wire. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown guiding wire. : investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. Placeholder.